Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple power switching events. When the patient was in the clinic and running on a treadmill, the site heard a beep as the power source switched. The device has been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.